Event description:
Peripherally inserted central catheter was placed. Several hrs later, it was noticed to be withdrawn several centimeters. The site was cleaned and redressed. When the catheter was removed six days later, it was seen that approximately 6cm of the catheter was missing. A full body x-ray revealed the catheter tip was in the heart. It was retrieved without incident.